Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during second inflation, the balloon ruptured at 8 atmospheres (atm). Another 2.00mm x 12mm emerge balloon catheter was advanced but it also ruptured on second inflation at 8 atm. The procedure was completed with a different device. No patient complications were reported.